Event description:
While performing an esophageal dilation the dilation balloon lost pressure after the second stage and would not inflate anymore. Dilation balloon removed and a new one used. This caused a delay in the procedure.